Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, minor scratches on the display window and a cracked belt clip slot at the battery tube threads area.

Event description:
It was reported by the mother that the customer fell and landed on the insulin pump, which now has four cracks inside the screen. Customer also stated there was a purplish blue color running down the screen. Customer's blood glucose was 136 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.